Event description:
It was reported that as soon as the ready mode was entered an error code 4 was given. The device was replaced and error 4 occurred again. No further info was provided.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.